Manufacturer narrative:
The biomed replaced the power supply fuse. The system is functioning as intended.

Event description:
The customer reported an interlock error message displayed on the system. No patient injury was reported.